Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The following information was requested, but unavailable: can you clarify how the clip was not deployed properly at firing on the target tissue? Did the device fire unformed clips? Did the device fire malformed clips? Did the device fire scissored clips? Did device drop or eject clips at the firing? Did the clip not hold on the tissue or vessel after it was applied?

Event description:
It was reported that during a laparoscopic unknown procedure, the clip was not deployed properly at firing on the target tissue. Then, the clip ejected when the trigger returned to home position. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2016 added additional information. Additional information was requested and the following was obtained: can you clarify how the clip was not deployed properly at firing on the target tissue? No information. Did the device fire unformed clips? No information. Did the device fire malformed clips? No information. Did the device fire scissored clips? No information. Did device drop or eject clips at the firing? Yes. Did the clip not hold on the tissue or vessel after it was applied? No information. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.